Event description:
It was reported to covidien on 2/25/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that two holes can be seen on the catheter close to the blue clip. The catheter was in place since (B)(6)2010. The catheter needed to be removed and replaced. The replacement had been initially requested, due to the exposure of the dacron ring requiring add'l surgery to insert the ring deeper into sub-cutaneous tissue.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.